Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states he experienced leaking head set and noticed self adhesive being wet. No adverse event reported. Device not available for return.